Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the unknown roche system. Please see medwatch with patient identifier (B)(4) for the active system.

Event description:
Reporter stated customer received a result of 56 mg/dl on an active system and a result of 96 mg/dl on an unknown roche system within 10 minutes. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.